Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent pauses were noted via transtelephonic monitoring. The patient was brought into the clinic and reported symptoms of light headedness. Upon interrogation of the pulse generator, noise was observed on both the atrial and ventricular channels. The noise was not sensed by the device and did not inhibit pacing. When the patient was moved to another room, it was found that the programmer was unable to locate the device when the wand was flipped. Programming changes were made. The device was explanted and replaced. The patient was in stable condition during and post procedure.